Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm between (B)(6) 2017. There were no irregular bolus requests made. Cartridge change sequences were conducted on some days bg levels went low. Basal rates were increased between (B)(6) 2017. Increase in basal rate could cause bg levels to drop. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a frequent low blood glucose (bg) levels overnight while sleeping (lowest of 30 mg/dl). Reportedly, the customer was unsure of the suspected cause of the low bg level, however, believes it to be due to being pregnant. To treat the low bg level, the customer consumed food or juice. Subsequently, on several occasions, due to the customer being too weak, received assistance from the contact in obtaining the juice. Reportedly, the customer brought back bg levels to target ranged and consulted with health care provider regarding adjusting the basal rate settings on the pump.